Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported the health care provider (hcp) had sent the morphine ¿that came out of the patient¿s pump¿ to be tested to make sure before he refilled it on (B)(6) 2013 that it was indeed morphine and ¿not something else¿. The hcp reportedly wanted to be on the safe side because the patient was having a problem where the pump had flipped. The patient in turn had reportedly gone through withdrawals because the pump wasn¿t dispensing the proper morphine amount. It was noted, ¿there was a pump malfunction¿. The patient had reportedly lost weight just from the last refill and had come into the emergency room. When the hcp had stuck the needle into the patient¿s stomach he couldn¿t find the refill septum because the pump had flipped. The hcp ¿injected under x-ray¿ so he could find the actual injection site for the pump. It was noted, ¿as soon as he took the needle out medication started coming out of her stomach, it was clear liquid¿. When the hcp then went to refill the pump on (B)(6) 2013, ¿very little medication like to pull anything out of the pump to drain it to make sure it was very little in there too so he was just trying to be safe to make sure what was coming out of her was morphine and not something else¿. It was unknown to the reporter if the pump was currently flipped. ¿I think when she left our office everything was okay but it was just recommended getting back in with the surgeon that implanted the pump. Just to have it looked at and everything¿. Additional information has been requested, but was not available as of the date of this report.